Manufacturer narrative:
This device used for treatment and not diagnosis. Mva: date unknown, resuscitation: date unknown, percutaneous iliosacral screw. Fixation: date unknown. 13 days later: spino-pelvic fixation of unstable 5th lumbar. Fracture: date unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Abstract, journal article received: removal of broken solid femoral nail: a modified bent tip guide wire technique. Authors: kanthan theivendran and julian p. Cooper. January 24 2009. Arch. Otthop trauma surg. (2009) 129:1667-1671) synthes was mentioned in the article. This article is a description of a modified bent tip guide wire technique for extraction of a broken solid retrograde femoral nail from the proximal femur. Case study: (B)(6) woman was involved in a high speed mva. Patient sustained multiple injuries: rt. Ankle, 5th lumber fracture and right segmental femoral fracture. 7 mos. Postoperatively, the patient developed pain in the right thigh on weight bearing. X-rays taken showed a hypertrophic non-union of the proximal fracture with evidence of healing of the distal fracture. The x-ray also revealed a fracture of the distal portion of the nail between the locking screw holes. Patient was revised, date unknown, to a nail exchange: 13mm retrograde nail with proximal and distal screws. This complaint is on the distal locking screw. This is 2 of 3 reports for complaint (B)(4).